Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The manufacturer¿s international service technician confirmed the reported overlay issue. The manufacturer¿s international service technician confirmed the reported pressure accuracy issue. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The da pcba was return for analysis. An investigation was performed and the proximal pressure sensors u6 and u7 on the customer returned da board had both an offset of about 0.7 cm h2o which caused the pressure accuracy test to fail at the 0 and 1 cm h2o test points. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the pressure accuracy test failed and power light emitting diode (led) failure. There was no patient involvement.